Event description:
It was reported that the device diagnostics were showing dual electrograms. It was recommended to instead use the histograms as a diagnostic tool. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.